Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised testing unit and found initial start up alarm was not working.